Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had blue particulate from coring of a 20% intralipid bag port. This issue was identified by the customer after delivery of the product. There was no patient involvement. No additional information is available.